Manufacturer narrative:
(B)(4) date sent to the FDA: 08/08/2016. (B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional concomitant medical products information: striker triathlon. Additional information was requested and the following was obtained: an event description- surgeon performing instrument tying. Was there any damage to the tissue? No. Lot number - not available. We have found that the suture not only broke during the surgery but broke in a patient post op. The breakage was so severe that it required the patient to have surgery again to repair the surgical site where the suture broke. The patient in question was originally done (B)(6) 2016 and had to be redone (B)(6) 2016. The original procedure was a total knee arthroplasty and the redo was a repair of the distal quadriceps. On (B)(6) 2016, the knee was closed using ethibond for the retinaculum, 0vicryl , 2-0 vicryl and staples for the subcutaneous and skin closure. Pt is (B)(6) female presents with c/o pain. Pt is a (B)(6) female who had a r tka on (B)(6) and was doing fantastic until she noticed a defect in her quad tendon a couple weeks ago. She has very little discomfort associated with this. She just had an ultrasound that showed a full thickness tear of approx. 60% width. On (B)(6) 2016 ¿ repair of right quadriceps tendon; there were 3 of the ethibond sutures have become torn or unraveled, which caused the arthrotomy site to open up. There were scarring over the edges of the tendon and this was freshened with rongeur and curettes and scissors to remove any scar tissue and allo for fresh edges of the tendon. Then thoroughly irrigated the knee joint and then directly repaired the quadriceps tendon in the gap that had torn open using #2 fiberwire.

Event description:
It was reported that the patient underwent a right total knee arthroplasty on (B)(6) 2016 and the suture was used for the retinaculum. Post-operatively, the suture broke. The patient experienced a pain and noticed a defect in her quad tendon. It was also reported that she has very little discomfort associated with this and had an ultrasound that showed a full thickness tear. The breakage was so severe that it required the patient to have a surgery again to repair the surgical site where the suture broke. The patient underwent a re-operation/repair of right quadriceps tendon on (B)(6) 2016. There were found that the suture became torn or unraveled, which caused the arthrotomy site to open up. There were scarring over the edges of the tendon and this was freshened with rongeur, curettes and scissors to remove any scar tissue and allo for fresh edges of the tendon. Then thoroughly irrigated the knee joint and then directly repaired the quadriceps tendon in the gap that had torn open using fiberwire.